Event description:
It was reported that the patient expired after an implant duration of one month, due to unknown reasons. It is unknown if the device was explanted and if the patient's death was device related. Information learned from implant patient registry. No further information was received.

Manufacturer narrative:
Device not returned.